Event description:
It was reported an issue with monoplus suture. The client reported that there was a foreign object in the crimped pouch of the outer package. No patient involvement.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 unopened pouch. Visually, there is a particle in the upper-right part of the packaging. We have scratched the particle, and it was detached from the packaging, it was not inside the pack but outside it. It seems that was a part of sealing tape that was attached in the plastic peel, outside the second pack. As we have not received any other complaints for this code-batch nor others, we consider that this is an isolated and accidental unit that was not detected in the packaging step. The complaint is considered confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that a small piece of sealing tape remained in the plastic peel of the pouch and was not discarded in the packaging step. Final conclusion: considering that the sample received does not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.